Event description:
The customer reported to olympus, surface damage/ scratch on the evis exera ii ultrasound gastrovideoscope. Upon inspection and testing of the customer returned device, the (eus) endoscopic ultrasonic pink rubber probe was broken. This report is being submitted as a MDR based on this evaluation result. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the probe unit pink rubber was cut, the bending section cover was chipped, multiple broken elements, multiple buckles near the bending section and by 40cm and the knobs up, down, left, right angulation was low. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
Added health professional and company representative. This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, the device history record (DHR) review and applicable corrections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications upon release. Based on the results of the investigation, it is likely that the acoustic lens occurred as a result as the other breakage exhibited on the device, however, it is unknown whether the damage was a result of stress or handling. This issue is addressed in the instructions for use (IFU): ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ olympus will continue to monitor the field performance of this device.